Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Nine devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction, the issue was the result of use error. One device was not evaluated as the customer canceled their service request and reported the device was functioning properly. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, where it was reported the scale was inaccurate due to the bed not being properly zeroed. Ten events had no patient involvement. One event it was not known if there was patient involvement.